Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that they found excessive flash on the inside of the syringe and dirt/debris inside the bag.

Manufacturer narrative:
Product ID: 8881160225, lot no: 1703111d, the actual sample(s) involved in the complaint event was received for evaluation. The manufacturing site received eleven unpackaged syringes in three separate bags, each with a different lot number. There were six syringe samples in the bag labeled as lot 700339x. All samples were received packaged in a single box containing 3 separate bags with. A complete investigation of the six syringe samples in the bag labeled as lot 700339x was performed to the quality inspection standard. The defect of excessive flash on the plunger was confirmed on three of the six samples in accordance with product specification for flash which exceeds specification. The inspection standard for syringe plunger rods, no dirt/grease was seen on any of the samples received. Since the samples were not in the original packaging, and no dirt or grease was visually identified on any of the packaging the samples were received in, the reported condition of the reported condition(s) of ¿dirt/grease found on and in syringes and also inside syringe bag¿ was unable to be confirmed. Conclusion: product ID: 8881160225, lot no: 1703111d, a device history record (DHR) review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. It was not possible to confirm the contamination because the samples did not arrived unpackaged from original packaging therefore it is not possible to define a definitive root cause, but possible contributing factors to the reported condition of ¿dirt/grease found on and in syringes and also inside syringe bag.¿ include, but are not limited to: ¿ a small amount of grease from the manufacturing environment may have gotten onto a transporting conveyor from the molding machine, or part feeding stations. The records of completed cleaning and maintenance activities were verified to have been completed during manufacturing of this lot. ¿ the manufacturing site is unable to control packaging and handling of product after it has been shipped from the facility. Damage to the packaging could have occurred at the distribution center, in transit to the customer or in the possession of the customer. ¿ contamination could occur with further handling and processing outside of the manufacturing facility. A definitive root cause analysis for plunger flash was not determined for the confirmed defect of plunger flash, but the potential contributing factors to the defect of plunger flash include but are not limited to: ¿ mold tool wear. ¿ mold misalignment. ¿ mold machine clamp pressure. ¿ production start-up. ¿ a part may have stuck in the mold causing flash on a shot between inspection intervals. Process controls: the following control mechanisms are in place to prevent the occurrence and acceptance of ¿dirt/grease found on and in syringes and also inside syringe bag¿ during the assembly and packaging processes: covidien maintains a material qualification process. The material qualification process requires verification of the stability and performance of the medical device and its components to iso standards. The resin must pass an inspection, physical testing and certification review before release to the manufacturing floor for production. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, printing, assembly and packaging equipment, product evaluation and documentation requirements. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly to ensure the identification of defective syringes. Records of completed maintenance activities are maintained. In compliance with corporate and local procedures, safeguards are utilized and maintained to prevent rodent or insect pests from entering the manufacturing areas and coming into contact with the product. The control mechanisms are located in and around the plant and are inspected on a periodic basis to verify continuing efficacy. Every precaution is taken when manufacturing this product to prevent contamination by foreign materials. During manufacturing, syringes are assembled using automated equipment, with a minimal amount of handling during processing. The machines, molds, syntrons, hoppers and trays are wiped down regularly. Totes are lined with new plastic bags to prevent contamination. During manufacturing of this product, inspectors routinely test samples for shield lock out to ensure it meets acceptable quality levels. All lots and shop orders are visually and physically inspected to the quality inspection standard, and the statistical sampling must meet the acceptance quality level requirements. A lot cannot be released unless it passes all specification requirements. Per procedure, complaint trends will be evaluated during the monthly corrective and preventative action (CAPA) meeting to determine if a CAPA is warranted. If information is provided in the future, a supplemental report will be issued.